Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The meter result was 1.9 inr. The laboratory result was 2.4 inr. The reagent used was not known. There was no allegation of an adverse event. The therapeutic range was 2.0-2.5 inr.